Event description:
It was reported that nurse was asking how to add water to arctic sun device. Nurse confirmed they were receiving low flow alert. Mis walked nurse through stop therapy, drain and disconnect. Nurse reconnected holding nowhere near clear connectors and verify audible clicks with each connection. Use blankets as buffer between pad tubing and hard surfaces that could cause kinks. All lines straight. Nurse restarted therapy and flow rate stabilized at 1.4 l/m. As per follow up information received via phone on 17may2023, it was reported that the patient was a male and was less than 8 hours old. There was no impact to patient and therapy was completed. Nurse contacted mis and was advised to drain the pads, disconnect and then reconnect. The system worked without issue. The device was not sent to biomed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was asking how to add water to arctic sun device. Nurse confirmed they were receiving low flow alert. Mis walked nurse through stop therapy, drain and disconnect. Nurse reconnected holding nowhere near clear connectors and verify audible clicks with each connection. Use blankets as buffer between pad tubing and hard surfaces that could cause kinks. All lines straight. Nurse restarted therapy and flow rate stabilized at 1.4 l/m.